Manufacturer narrative:
The investigation reviewed the qc data and the results were out of range. The customer stated that they had no qc issues on 18-jun-2024 and 19-jun-2024 (after the date of event). The investigation reviewed the customer's handling of patient samples. The patient samples were centrifuged for 5 minutes at 5000 rpm. The centrifugation time may be too short and the speed too high per the tube manufacturer¿s recommended guidelines. The investigation reviewed the alarm trace. The trace had abnormal sample aspiration and bath water level sensor alarms on the date of event. The investigation determined the event was consistent with a preanalytic issue at the customer site (abnormal sample aspiration alarms in the alarm trace due to a clot). Based on the information provided, the specific cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose and another assay results from six patient samples tested on the cobas 6000 c 501 (ul) v. The reporter stated that multiple qc levels were also out of range. The reporter was able to provide the following patient samples with discrepant results: the physicians were concerned about critical values prompting the rerun of the patient samples. Sample 1 the initial result was reported outside of the laboratory. The initial result from the module was 66 mg/dl. The repeat result from the other module was 91 mg/dl. The repeat result was deemed correct. Sample 2 the initial result was 44 mg/dl. The repeat result was 65 mg/dl. Sample 3 the initial result was 66 mg/dl. The repeat result was 95 mg/dl. Sample 4 the initial result was 68 mg/dl. The repeat result was 96 mg/dl. Sample 5 the initial result was 63 mg/d the repeat result was 86 mg/dl.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.